Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery (rcfa) was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. The device was inserted into the rcfa and the clip was deployed without issue. During removal, the device became stuck. First, the access ports were used and then the safety release button. Reportedly, the thumb advancer was retracted after the access ports were used. The device was then removed. Manual compression was used to achieve hemostasis. No vessel damage occurred. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.